Event description:
According to the complainant there were holes in the container filters.

Manufacturer narrative:
Investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Manufacturer narrative:
Updated information: d4 expiration date, lot information, primary unique identifier number (UDI). H6 codes updated. Eleven (11) samples provided were returned to the manufacturing site for technical evaluation. Results of the investigation determined that there were no discrepancies noted, no holes were visible. The device quality and manufacturing history records (DHR) review found the device was manufactured according to specification. Based on the lot number provided with the returned sample- 1908010. The product expired on august 31 2022, based on DHR information. As a result, the reported failure could not be confirmed to be a manufacturing related issue.